Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a warm sensation in and around the pocket of the implantable neurostimulator (ins) during the recharging. It was noted that the patient had a reprogramming session with the manufacturer¿s representative about 2 months ago because the system ¿wasn¿t working right¿ and that the ins was getting hot. Follow up information reported that when the patient was last seen by the manufacturer¿s representative in the clinician¿s office, it was noted by the clinic staff that the ¿stimulator was working fine.¿ interrogation of the device at that time showed normal impedances with no note regarding any recharging problem. No interventions or diagnostics were performed since it was reported by the patient that everything was ¿working fine¿. If additional information is received, a follow up report will be sent.

Event description:
Additional information given on (B)(6) 2013 that the ins was replaced in (B)(6) because she was having recharging and heating issues, getting very hot. She had to recharge very often but there was no overdischarge. Since the replacement things were much better with recharging and she was good.